Manufacturer narrative:
On 7/5/2018, mentor received information that the returned device is the correct device. The initial right side device was mistakenly reported. The device identity has been updated: brand name: mentor smooth round high profile, procode: fwm, common device name: prosthesis, breast, inflatable, internal, saline. Catalog: 3503420, lot: 5890085, serial: (B)(4), unique identifier (UDI): (B)(4), implantation date: (B)(6) 2009, explantation date: (B)(6) 2018, PMA/ 510(k): p990075. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed on 8/1/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/19/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On 5/21/2018, mentor received the following information: deflation on the left breast prosthesis and bilateral capsular contracture baker grade IV were diagnosed post procedure. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round high profile 420cc saline prosthesis on (B)(6) 2018. This report is for the right breast prosthesis. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor smooth round high profile 420cc saline prosthesis, catalog: 3503420, serial number: (B)(4), lot: 5851554. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a mentor smooth round high profile 420cc saline prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round high profile 420cc saline prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 6/5/2018, mentor became aware that the returned device does not match what was originally reported. The reported product was not returned. As a result, no further analysis will take place. If the correct device is received in the future, the investigation will be reopened and conducted as appropriate. (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was returned at mentor containing gel with clear appearance. No foreign material was observed within the device. White material was observed on the shell surface. The product evaluation team visual examination indicated the device appears intact and no anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. At this point it is not possible to determine the origin of the white material observed. All the implants are 100% inspected before leaving the facility. The device history record (DHR) of lot number 5890085 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. According to the information provided, the product evaluation team concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).